Manufacturer narrative:
Concomitant medical products: 1156t lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) inappropriately withheld therapy for ventricular tachycardia (vt) detected as supra ventricular tachycardia (svt) due to the algorithm designed to withhold inappropriate ventricular detection if the rhythm displays characteristics of an svt origin. It was also noted that the patient experienced syncope. The cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced. No further patient complications have been reported as a result of this event.